Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to loosening of the cup. During the procedure, the taper removal assembly fractured. The procedure could not be completed. Subsequently, patient underwent a revision procedure on (B)(6) 2014. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received in patient medical records revealed patient underwent a right total hip arthroplasty on (B)(6) 2007. A review of invoice history confirmed the date of initial surgery. During the revision procedure the cup was replaced with a competitor¿s component and the head and taper adapter with biomet components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05945 and 05963).